Event description:
Allegedly the patient is experiencing mom complications (left). The patient has not yet scheduled an explantation of the hip implant. Additional information received from litigation on 07/13/2019. Allegedly the patient was revised due to mom complications: pain; metallosis; inflammation; pseudo tumors; and bone erosion.